Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery compartment was cracked at the threads as well as in between the case seal and the bottom of the finger pad. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. In addition to the unrelated issues, evaluation revealed that the pump¿s vibratory alarm was not functioning. The pump was opened and the vibration motor was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the pump case was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.